Manufacturer narrative:
Patient identifier: (B)(6). Work order search: no similar complaints were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2m vticm5_13.2 implantable collamer lens of -8.0/+1.0/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 . The patient experienced refractive surprise, lens remains implanted. In the reporters opinion the casuse of the event was user error. For cause details the reporter stated " summ up of many factores: error in refraction (cycloplegic refraction was not noticed), intraoperatively induced cylinder and cylindric lenspower gaind a residual refractive error." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the lens was explanted on (B)(6) 2022. The lens was replaced later in another surgery on (B)(6) 2022 with a same length different diopter lens and problem was resolved. Reportedly, "patient is happy but distant vision has yet to stabilize." Claim# (B)(4).